Manufacturer narrative:
Corrected information provided in b.5. And h.6. The manufacturer internal reference number is: (B)(4).

Event description:
Patient also underwent lasik and lag surgery. There was no patient impact.

Event description:
Additional information has been received that the lens was explanted and exchanged with non-company lens 5 years 3 months following the initial procedure. There was no patient impact.

Manufacturer narrative:
Additional information provided in a.1., a.2., a.3.a., b.2., b.3., b.5., b.6., b.7., d.5., d.6.a., d.6.b., d.10. And h.6. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, during general recheck, surgeon observed that one haptic was entrapped in anterior chamber. Patient was scheduled for either reposition or replacement of lens. Patient chose to have lens replaced with another brand iol. Additional information has been requested.